Manufacturer narrative:
Based on the claim against the product by the customer noting getting a 40241 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the endoscope controller (ec) due to 319 error faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The ec part was analyzed and found to have an error 319 at start-up. The ec was tested at the test bench and found that the dual camera interface board (dcib) board had no heartbeat and needed to be replaced. Dcib will be replaced to correct the issue. The complaint regarding getting a 40241 error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) reported getting a 40241 error. The isi csr had already rebooted the system before calling and then received a 319 error. The error logs showed the 319-error pointing to the endoscope controller (ec). The isi technical service engineer (tse) had the isi csr power down the system and cycle the breakers for the ec and the video processor (vp). The isi tse also had the isi csr reseat the orange fiber cable between the ec and vp. The system powered back on with no change. The isi csr stated that the staff would bring in another vision side cart (vsc) and continue with the procedure. The isi csr called back after swapping the vsc. The isi csr stated two of the instruments were gripping tissue when they converted to another vision cart. The isi csr stated the system arm leds were yellow and unresponsive. The csr stated they were getting a message to remove the instruments. The isi tse suggested the csr use instrument release key (irk) to release tissue on one instrument and to press the vse instrument slide button to release tissue from the vse instrument and remove all instruments including the endoscope. The isi csr confirmed arm leds turned blue. The surgeon re-installed all instruments and was able to move and control instruments. The surgeon was continuing with the case robotically. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon power on, and it did power on without any errors. A new vision side cart (vsc) was bought it to complete the procedure robotically.